Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (on (B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2006), miscarriage and body mass index. The patient also had a family history of body mass index. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. In (B)(6) 2006, the patient had essure (ess205) inserted. In september 2006, the patient experienced autoimmune disorder (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psychological or psychiatric condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia") and dental caries ("tooth decay") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, autoimmune disorder, pelvic pain, hypersensitivity, alopecia, dyspareunia, fatigue, menstrual disorder, dysgeusia, dental caries, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, migraine, headache, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered alopecia, anxiety, autoimmune disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent not specified treatment due to complications from the essure device. As per earlier distributed versions discrepant information noted. Hsg was reported and also reported that device monitoring procedure not performed. Date(s) of insertion: (B)(6) 2006 (discrepancy noted, date of live birth (B)(6) 2006). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-nov-2018: plaintiff fact sheet received, patient demographic, essure start date, concomitant medication apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), migraines / headaches, psychological or psychiatric condition: depression and mental anguish were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.